Event description:
Complainant alleged the device would intermittently not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Has not received the device for evaluation and this complaint is still under investigation.